Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr (transduce) fault and circuit fault. The customer stated the unit was on a patient during use and the ventilator stopped ventilating. Alternate ventilation was provided and the customer stated there was no patient harm or injury.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component was unable to duplicate the reported issue, but confirmed the issue was due to a shifting transducer.